Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the vein near to the cardia during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the bands were successfully deployed. After one minute, five bands fell off of the vessel. The physician assessed that the vessel was broken and the patient was bleeding. The physician treated the bleed with an injection and mechanical pressure and the procedure was completed. The patient's current condition was reported to be stable.